Event description:
It was reported the customer was hospitalized for high blood glucose and dehydration. The customer was removed from the insulin pump and treated with lantus. The doctor noticed that the driver arms were hard to open and they look corroded. Troubleshooting was performed and the alarm history shows different alarms.

Manufacturer narrative:
Analysis revealed the drive nut does not engage with leadscrew due to rusted, stiff, and corroded drive nut assembly, which prevented further testing.